Event description:
A report was received that the patient was explanted due to infection at the pocket site. The physician placed the patient on oral antibiotics and the patient was reportedly doing fine.

Event description:
A report was received that the patient was explanted due to infection at the pocket site. The physician placed the patient on oral antibiotics and the patient was reportedly doing fine.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2366-70, (B)(4) and (B)(4), model description:linear 3-6 lead 70cm, model#:sc-3138-35, (B)(4) and (B)(4), model description:lead extension, 35cm the explanted devices were not returned to bsn because they were discarded by the medical facility.